Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have smelled insulin since august. Customer states that there was possibly a leak. Customer's blood glucose was between 500 mg/dl and 600 mg/dl. Customer was hospitalized on (B)(6) 2015 due to high blood glucose caused by infection at surgery site. Customer was wearing insulin pump at the time of emergency room visit. Customer was released from the hospital on (B)(6) 2015. Troubleshooting was performed on insulin pump and insulin pump passed high pressure test. Customer was advised to monitor insulin pump and to call back if continue to smell insulin.